Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test, self-test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. History was download successfully using thus software. No unexpected fatal alarms noted on history download. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file. The following were noted during visual inspection, fading serial number label. The unit p-cap / test reservoir locks in place properly. In conclusion no unexpected prime fill anomaly and no delivery / occlusion alarm noted during testing. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and an issue with the priming process. The customer noticed that the pistol in the reservoir compartment is not moving, not going down. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-243a, and mmt-332a. Troubleshooting was performed for the insulin flow blocked alarm, and it's a current event. Troubleshooting was performed for the priming process, and the customer reported being unable to exit the load reservoir process. Attempted to complete it again, but the pump could not complete the load reservoir process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-243a and mmt-332a